Event description:
The following was alleged by the pt: pt was implanted in 2002, with perfix plug. He alleges that the hernia has returned and device dissolved or bunched up. He claims there is a hard oblong ball but the hernia site. The following is based on medical records provided by the pt: (B)(6) 2002 - pt underwent right inguinal hernia repair with perfix plug. Although surgical intervention has not taken place, we are submitting this MDR due to the allegation and that surgical intervention may take place.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt alleges a hernia recurrence and the perfix plug mesh "dissolved" or "bunched up". The pt provided medical records however the implant of the perfix plug was the only relevant info provided. There is no further details surrounding the allegation by the pt. The pt alleges a recurrence which is a known adverse event listed in the IFU. Additionally, the mesh remains implanted. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. With the current available info, no conclusion can be drawn.